Manufacturer narrative:
This complaint will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, the patient was revised due to cocr corrosion.

Manufacturer narrative:
This incident is a duplicate of reference # (B)(4) and was mistakenly entered and reported twice. This incident is to be voided.